Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they changed multiple infusion sets. The customer's blood glucose was around 600 mg/dl at the time of incident. The customer stated that they did not have a failure of delivery or bent cannula. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.